Event description:
It was reported patient death occurred. A pulse field ablation procedure with the farawave ablation catheter was performed on a patient with multiple comorbidities including end stage renal disease. Lab staff reported that when the patient arrived at to the hospital, she had a very high systolic blood pressure in the 200s which remained labile. Transesophageal echocardiography (tee) imaging was completed prior to starting the procedure and a small pericardial effusion and pleural effusion were noted on the left side of the heart near the apex. The appendage was difficult to image and the physician stated the patient heart appeared small. The physician obtained access for the transeptal puncture (tsp) utilizing a mid-mid stick. Once tsp was completed, the physician inserted the faradrive and then a 35mm farawave catheter for the ablation. A boston scientific (bsc) electrophysiology clinical representative was the mapper for this case. The bsc rep was not able to visualize the change from flower to basket on the mapping system. The physician recommended changing the connecting cable. The bsc rep then suggested the catheter was not working appropriately and recommended switching it out. The physician opted to continue with intracardiac echo (ice) and fluoroscopy imaging. The physician ablated the pulmonary veins, posterior wall and mitral isthmus with a total of 44 applications. The physician completed an electrophysiology study then moved on to the laac portion. The physician used a pigtail catheter to complete a contrast injection which appeared larger than the measurements on tee. The decision was made to proceed with a 20mm wds using a non-bsc access system sheath. The physician did one deployment and landed it in a perfect position. Position, anchor, size and seal (pass) criteria was met and the 20mm closure device was released. The patient's blood pressure continued to be labile throughout the procedure, and the patient was never tachycardic. The physician noted a small increase in size of pericardial effusion. The physician continued to watch effusion for 5-10 minutes. Per the physician, the patient's heart function appeared to have decreased prior to initial exam. The anesthesia gas was turned off and heart function improved over the next 5 minutes. The decision was made to extubate and send the patient to cardiovascular observation unit (cvou) with a close monitoring. About 10 minutes after arriving to cvou, the patient was bradycardic in the 30s and unresponsive. Epinephrine was administered and patient blood pressure was now 200s/79, heart rate 190, and patient was heard to be talking. Transthoracic echocardiogram (tte) showed some increase in pericardial effusion. The physician asked another cardiologist to examine the echocardiogram and patient. The patient was transferred to intensive care unit (ICU) where she was intubated. The patient was then started on multiple pressors. An arterial line was placed which showed a large difference in blood pressure compared to non-invasive blood pressure (nibp). Nibp was significantly lower. The physician decided to bring patient back to the catheterization laboratory to drain the pericardial effusion. The patient became hypotensive and coded prior to draining the effusion. Cardiopulmonary resuscitation (CPR) was started, and the physician placed a pericardial drain. An unknown amount of bloody fluid was removed. Labs showed blood glucose in the 30s, and an unreadable hemoglobin/hematocrit. The patient was given 2 units of blood in the rapid transfuser. The patient coded for around 45-60 minutes before the medical team decided to stop resuscitation efforts. The patient was pronounced dead. The farawave catheter is not available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported patient death occurred. A pulse field ablation procedure with the farawave ablation catheter was performed on a patient with multiple comorbidities including end stage renal disease. Lab staff reported that when the patient arrived at to the hospital, she had a very high systolic blood pressure in the 200s which remained labile. Transesophageal echocardiography (tee) imaging was completed prior to starting the procedure and a small pericardial effusion and pleural effusion were noted on the left side of the heart near the apex. The appendage was difficult to image and the physician stated the patient heart appeared small. The physician obtained access for the transeptal puncture (tsp) utilizing a mid-mid stick. Once tsp was completed, the physician inserted the faradrive and then a 35mm farawave catheter for the ablation. A boston scientific (bsc) electrophysiology clinical representative was the mapper for this case. The bsc rep was not able to visualize the change from flower to basket on the mapping system. The physician recommended changing the connecting cable. The bsc rep then suggested the catheter was not working appropriately and recommended switching it out. The physician opted to continue with intracardiac echo (ice) and fluoroscopy imaging. The physician ablated the pulmonary veins, posterior wall and mitral isthmus with a total of 44 applications. The physician completed an electrophysiology study then moved on to the laac portion. The physician used a pigtail catheter to complete a contrast injection which appeared larger than the measurements on tee. The decision was made to proceed with a 20mm wds using a non-bsc access system sheath. The physician did one deployment and landed it in a perfect position. Position, anchor, size and seal (pass) criteria was met and the 20mm closure device was released. The patient's blood pressure continued to be labile throughout the procedure, and the patient was never tachycardic. The physician noted a small increase in size of pericardial effusion. The physician continued to watch effusion for 5-10 minutes. Per the physician, the patient's heart function appeared to have decreased prior to initial exam. The anesthesia gas was turned off and heart function improved over the next 5 minutes. The decision was made to extubate and send the patient to cardiovascular observation unit (cvou) with a close monitoring. About 10 minutes after arriving to cvou, the patient was bradycardic in the 30s and unresponsive. Epinephrine was administered and patient blood pressure was now 200s/79, heart rate 190, and patient was heard to be talking. Transthoracic echocardiogram (tte) showed some increase in pericardial effusion. The physician asked another cardiologist to examine the echocardiogram and patient. The patient was transferred to intensive care unit (ICU) where she was intubated. The patient was then started on multiple pressors. An arterial line was placed which showed a large difference in blood pressure compared to non-invasive blood pressure (nibp). Nibp was significantly lower. The physician decided to bring patient back to the catheterization laboratory to drain the pericardial effusion. The patient became hypotensive and coded prior to draining the effusion. Cardiopulmonary resuscitation (CPR) was started, and the physician placed a pericardial drain. An unknown amount of bloody fluid was removed. Labs showed blood glucose in the 30s, and an unreadable hemoglobin/hematocrit. The patient was given 2 units of blood in the rapid transfuser. The patient coded for around 45-60 minutes before the medical team decided to stop resuscitation efforts. The patient was pronounced dead. The farawave catheter is not available for return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the death, pericardial effusion, hypertension, hypotension, bradycardia, cardiac arrest is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the farawave device confirmed that the events of death, pericardial effusion, hypertension, hypotension, bradycardia, cardiac arrest, tracking/accuracy issue are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Various harms could lead to the death of a patient, including, but not limited to, pericardial effusion, cardiac arrest and bradycardia. In this case, a small pericardial effusion and significantly elevated blood pressure were documented prior to the start of the procedure, indicating that the conditions of hypertension and pericardial effusion were pre-existing. During the clinical course, the pericardial effusion increased in size. The reported events of hypotension, bradycardia, cardiac arrest, and ultimately death occurred in temporal association with the patient's worsening clinical status. These findings are consistent with hemodynamic instability that can occur with progression of a pericardial effusion. Based on the available information, the events are most consistent with complications associated with the patient's underlying medical condition. There is no information to suggest that the farawave device malfunctioned or that a device performance issue contributed to the reported outcome. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the adverse event related to patient condition cause code was selected based on the clinical information provided in the event description. In this specific case, a small pericardial effusion and significantly elevated blood pressure were documented prior to the start of the procedure, indicating that these conditions were pre-existing. During the subsequent clinical course, the pericardial effusion increased, and the patient later developed hypotension, bradycardia, and cardiac arrest, which ultimately resulted in death. These events are consistent with hemodynamic instability that can occur with progression of a pericardial effusion. There is no evidence that a device performance issue contributed to the reported events. The clinical deterioration appears most consistent with complications associated with the patient's underlying medical condition.